Event description:
The event is reported as: while being processed in cpd (clean process department), it was noted that the screws had fallen out of the handle and one part of the handle was subsequently lost. No pt injury reported.

Manufacturer narrative:
Device evaluated by manufacturer. The device is reported as available for evaluation. The device sample was not returned at the time of this report.